Manufacturer narrative:
This report is submitted on july 16, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and while reprogramming attempts were made, the issue could not be resolved. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery. This report is filed on november 2, 2018.